Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that inserter for titanium (ti) elastic nail broke during a pediatric femur mid-shaft repair on (B)(6) 2018. While the surgeon was malleting the inserter with normal force to insert the nail inwards, the inserter broke about eight (8) inches from the patient, hence there were no fragments in or near the patient. No x-rays were taken to check this. The surgery was completed successfully by the surgeon using the same broken inserter causing no surgical delay. The patient was reported to be stable at the end of the surgery. Concomitant devices reported: unknown nail (part# unknown, lot# unknown, quantity# 1); mallet (part# unknown, lot# unknown, quantity# 1). This report is for one (1) inserter for ti elastic nails. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
A device history record (DHR) review was performed for part no.: 359.219, lot no.: 1904339: manufacturing location: raron, release to warehouse date: 17.jun.2008: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was performed. The inserter for titanium elastic nails (359.219) is used with a hammer guide and locking slide hammer for insertion of titanium elastic nails (ten) and stainless steel elastic nails (sten). The inserter is also used in end cap insertion and removal. This information is provided per the elastic nail system technique guide. The returned inserter was examined upon receipt and the complaint condition was able to be confirmed as the device¿s cannulated internal shaft was found to be broken at the proximal end, separating the head from rest of the device body, and with the broken fragment of cannulation stuck in the proximal head. Marks were identified on the blue handle consistent with hammer impaction. There are multiple signs of wear over the 9 year old device's surface. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already broken. No definitive root cause was able to be determined however, based on the witness marks; it is likely that the complaint condition is a result of errant hammer blows. A review of the current design drawing and the drawing revision at the time of manufacture was performed. No product design issues or discrepancies were observed. Dimensional analysis cannot be completed at the fracture site due to post-manufacturing damage. During the investigation no discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.